Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a dislodged ceramic sleeve from its normal position on the yaw pulley. Sleeve does not have a missing material. There was minimal silicone adhesive on the yaw pulley and inside the ceramic sleeve. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image confirms the customer's alleged complaint. The instrument appears to be positioned in an abnormal position. No conclusive determination can be made based on this analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the "insulation ring" of the permanent cautery hook instrument at the front allegedly slipped. There was no reported fragment that fell into the patient. A backup instrument was used to continue with the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The permanent cautery hook instrument was returned and evaluated by the failure analysis team and failure analysis investigation confirmed no part detachment, no part breaking off or part missing from the instrument.

Event description:
Refer to h10/h11 for follow-up information.